Event description:
When the nurse punched the bg to activate it, the bag exploded and the liquid sprayed on face and inside eyes. Dr at the same hosp irrigated pt's eyes, during the irrigation proceudre, cornea was scratched and suffered "torn cornea." Later had to have treatment for "corneal abrasion and transient vision disturbance". 45-5 days after the incident went to see own eye dr and was told everything was fine. Vision was 20/20. No staining defects no need for further treatment.